Manufacturer narrative:
(B)(4)

Event description:
It was reported that "location is an animal hospital. They had a cat with a triple lumen cvc. They checked on the cat and there was blood and one of the lumens was no longer attached to the cvc. They kept the cvc." There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported that "location is an animal hospital. They had a cat with a triple lumen cvc. They checked on the cat and there was blood and one of the lumens was no longer attached to the cvc. They kept the cvc." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use in the form of biological material were observed on the returned sample. Visual analysis revealed the distal extension line had separated from the juncture hub. No defects or anomalies were observed on the medial and proximal extension lines. Microscopic examination revealed the extension line separated cleanly, leaving no tubing inside the extension line. The appearance of the separation is consistent with a molding defect. The outer diameter of the distal extension line measured .086", which is within specification limits of .084" - .088" in per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured .057", which is within specification limits of .055" - .059" per distal extension line extrusion product drawing. The instructions for use (IFU) provided with this kit warns the user, "precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report of an extension line separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was separated from the juncture hub. The extension line separated cleanly, leaving no tubing in the juncture hub which is consistent with a molding defect. Based on the appearance of the returned sample, the root cause for this event is likely manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.